Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported feeling pain in the head at times. Additional information received stated that the user started experiencing the pain since (B)(6) 2018. The pain occurs only when the audio processor is being worn. The user also reports regular interruptions experiencing the pain when there is loud noise. When the user places pressure over the implant the pain goes away. The user had good performance with the device since implantation and uses the device the whole day. Hearing perception and speech understanding were reportedly not affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported feeling pain in the head at times. The pain occurs only when the audio processor is being worn. The user also reports regular interruptions experiencing the pain when there is loud noise. When the user places pressure over the implant the pain goes away.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. Explantation is considered but no date has been provided yet.

Event description:
The user reported feeling pain in the head at times. Re-implantation was expected to take place but no further information on whether this occurred has been received.